Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the door assembly was mechanically adjusted and that the door offset was updated in the application software to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a procedure, the gantry of the imaging system would not fully close around the patient. It was reported that the electrical override was required to open the gantry door. Once the imaging system was removed from the operating room (or), it was reported that the imaging system gantry was emitting noises when opening and closing the door. The surgeon opted to complete the procedure without the use of the imaging system. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: catalog number and unique device identification (UDI) updated to proper value. If information is provided in the future, a supplemental report will be issued.